Manufacturer narrative:
Follow-ups for additional information were made; however, the requested information has not been provided yet. Reported device was returned and evaluation is anticipated. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant was found to have no internal hex. During the surgery (date was not specified), the doctor noticed the implant had a manufacturing defect. The internal hex of the implant was smooth and had no grooves to connect with the implant driver for placement. As the implant was not a common size implant, replacement was not available to continue with the surgery. The patient had to be scheduled to return for replacement on a later date. There was no injury to the patient. Additional information was not provided as the reporter was getting ready for surgery.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. Visual inspection of the implant confirmed there was no issue with the internal hex. The returned implant was tested with a lab hahn driver 7.0 short. The implant could engage with the hahn short driver without dropping. The implant was found to be functioning as intended. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Based on the evaluation of the returned implant, the complaint could not be confirmed. This event will be tracked and trended.